Manufacturer narrative:
The customer responded the first due diligence email stating that he already discarded the product. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including damages to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. Without the return of the device reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer is calling about an alarm that is experiencing speaker issues. There wasn't any noise coming out of the speaker, they checked the various modes and there was no sound (he verified no red light for mute). Troubleshooting completed, no resolution. The date the issue was discovered is unknown, and no incident or serious injury was reported.